Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate and repair the device. A replacement gas delivery engine (gse) was received by the customer and installed by the carefusion fsr. Operational verification procedures were performed per carefusion's service manual and the unit is now working per manufacturer specifications.

Event description:
The customer stated that the ventilator alarmed extended high p peak and circuit occlusion and after the calibration, the vent alarmed low exhaled volume (ve) and low fraction of inspired oxygen (fio2). During the reported issue the vent was not on a patient so there was no reported patient harm.